Manufacturer narrative:
UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3662434 showed that the devices were conformed to in process and finished goods specifications when released to stock the 14 jan. 2013. Expiration date: 2015-12 (according to retained labels). Nc was opened relating to deals with the absence of a label on the product which was reworked, with no link with this complaint. The complaint device was received and evaluated. Visual observation confirms that the sleeve and trocar are welded together and half of the distal portion of the sleeve is broken, but not received. It was observed that the outer surface of the distal half of trocar and proximal half of sleeve had striations on it indicating that it was loosely fit inside the guide frame. Historically, there are a couple of known factors that have been observed which could have caused or contributed to this type failure mode: if the pins on the trocar are not fully seated in the sleeve prior to the rotation of the trocar. If there is pressure applied to the side of the system (not drilling in line), and another factor is if the frame is out of straightness. All of these factors will cause the frame to bind with the sleeve/trocar resulting in welding of the two parts. This failure can be attributed to user technique. The next generation rigidfix cross pin kit addresses these challenges with an enhanced design that provides a compact fit between the sleeve and trocar inside the guide frame. A batch record review has been conducted and our results indicate that this batch of product was processed with an nc for an unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported the sleeve and trocar on the customer's rigidfix femoral cross pin kit welded together and caused the sleeve to break off during an acl procedure. Nothing fell inside the patient. The surgeon used another cross pin kit to complete the procedure with no patient consequences. There was a 5 minute delay. The part that was welded together will be sent back for evaluation but the piece that broke off was discarded by the customer already. No further details were available.